Event description:
It was reported that the patient underwent a miles resection on (B)(4) 2014 and suture was used. During passage through the fascia the needle separated from the suture. The procedure was completed successfully. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.